Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that the healthcare professional (hcp) reported that the patient had one electrode that was greater than 10,000 ohms. No symptoms were reported. Additional information received from the manufacturing representative reported that the event occurred on (B)(6) 2019. The patient had no symptoms or issues, the nurse noted one contact with high impedance. Troubleshooting included an impedance test and the high electrode was currently not having any impact on the patient or therapy. The cause was not determined. The healthcare professional (hcp) was not planning any action to resolve as it was not causing any difficulty.